Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the device. During the visual evaluation of the breast implant device, shell abrasion was observed on the posterior view. In addition, a tear was found within the shell abrasion, measuring approximately 0.1 cm. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and / or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old female patient underwent a breast augmentation revision surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported her left breast was encapsulated and the left breast implant was ruptured. A consultation with a medical professional was conducted in addition to mammogram, ultrasound, and magnetic resonance imaging. The patient was diagnosed with bilateral breast asymmetry and sagging in addition to capsular contracture of the left breast. However, the healthcare professional stated magnetic resonance imaging did not confirm the rupture and no baker grade rating was provided for the encapsulation. As a result, the patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2023. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-06960 for the contralateral event.